Event description:
Allergan aesthetics received a report of a patient treated submental on (B)(6) 2021 with coolsculpting coolmini and may have presented with pah.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report that a male patient was treated on april 30, 2021 with coolsculpting to the submental area using a coolmini applicator. A few months after treatment, the area experienced slow gradual enlargement with some induration and thickening of subcutaneous layer of submental area. On august 30, 2022, the patient was diagnosed with paradoxical hyperplasia (ph) to the submental area.